Event description:
The patient had an MRI on (B)(6) 2015 at 2200 hours. At the time of this report, the hcp (healthcare professional) was checking the pump status to confirm the motor stall recovery. Telemetry confirmed a critical alarm was occurring due to a motor stall. The alarm was not heard. He had checked the pump status 3 times in the past few minutes and it was still showing a motor stall. The hcp was planning to check the pump again. The device system was delivering bupivacaine and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).